Manufacturer narrative:
Product event summary: the device was returned and analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was further reported that, prior to the explant procedure, a competitor's right atrial (ra) lead was incorrectly programmed at high outputs due to falsely elevated thresholds implemented by capture management. Capture management was turned off and the ra lead was manually programmed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1581 competitor lead, implanted: (B)(6) 2003; 4269 competitor lead, implanted: (B)(6) 1993. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a possible battery performance issue due to high outputs associated with high thresholds. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.